Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the device's therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted transistor, designator q8. The removed therapy pcb assembly was tested in a mock-up device, where physio observed that when attempting to shock, the analyzer did not register any energy being delivered and gave an "abnormal energy delivered" message. Physio also observed that the reported event codes were logged in the test device's memory following a failure to deliver defibrillation energy. (B)(4).

Event description:
The customer contacted physio-control to report that their device had failed a user test and logged event codes in the memory which are related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.